Manufacturer narrative:
Device testing was performed by baxter (B)(4) technician and a system error 345 was observed. It can not be refuted that the problem happened during that testing since the device was not returned for additional testing at baxter service depot and therefore will be treated as a confirmed problem with cause unable to be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device alarmed system error 345 (thermistor disparity). No additional information is available.